Event description:
Customer reported the guidewire encountered an obstruction while withdrawing it from the needle. "The obstruction occurred almost im mediately and after removing the needle and wire together again, the tip was found to be in multiple pieces still held together with the coiled wire sheathe. The tip was present, but only 5mm of the tip was in 1 piece, then a portion was uncoiled and a second piece was lodged in the introducer needle followed by the remainder of the wire with the latter portion of the safety "j" visible." It was reported the patient was in a hypercoagulable state (significant clot visualized almost immediately after introduction of needle) which may have made it more difficult to withdraw the wire. The patient had a small hematoma of the neck controlled with direct pressure for several minutes post withdrawal. An 18g IV was placed instead for emergent blood product delivery during surgery. The patient's condition is reported as fine and "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of an unraveled guide wire through needle resistance was able to be confirmed by the photo. The photos show an unraveled guidewire partially advanced through an introducer needle. Evidence of use (dried blood) can be observed in the hub of the introducer needle. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of an unraveled guide wire through needle resistance was confirmed by visual inspection of the customer supplied photos. The complaint of an unraveled guide wire through needle resistance was able to be confirmed by the photo. The photos show an unraveled guidewire partially advanced through an introducer needle. Based on the photos, the customer report is confirmed, however, full complaint testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the guidewire encountered an obstruction while withdrawing it from the needle. "The obstruction occurred almost im mediately and after removing the needle and wire together again, the tip was found to be in multiple pieces still held together with the coiled wire sheathe. The tip was present, but only 5mm of the tip was in 1 piece, then a portion was uncoiled and a second piece was lodged in the introducer needle followed by the remainder of the wire with the latter portion of the safety "j" visible." It was reported the patient was in a hypercoagulable state (significant clot visualized almost immediately after introduction of needle) which may have made it more difficult to withdraw the wire. The patient had a small hematoma of the neck controlled with direct pressure for several minutes post withdrawal. An 18g IV was placed instead for emergent blood product delivery during surgery. The patient's condition is reported as fine and "stable".